Event description:
It was reported that the customer had high blood glucose levels of 450 mg/dl. The customer treated by going on the treadmill until his blood glucose levels went down to about 170 mg/dl. The customer reported that the programmed bolus from the insulin pump does not seem to affect the customer as the customer's blood glucose levels would continue to rise even after programming a bolus. The customer was unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).